Event description:
During a laparoscopic cholecystectomy the staff were using the power irrigator to get some saline irrigation onto the sterile field. As this process was underway, a flake that appeared to be a sliver of a foreign material (possibly plastic) was flushed thru the tubing.